Manufacturer narrative:
(B)(4).

Event description:
The pt was in the hosp for a skin graft. The pt's pump was due for a refill on (B)(6) 2011; the pump would be empty on (B)(6) 2011. The pt missed his refill appointment. On (B)(6) 2011, the pt was experiencing itching, had a "funny feeling", hiss legs were tight, and he had a crawling sensation. The nurse at the hosp said they planned to have the pump filled on (B)(6) 2011 or the following week. She stated that the pt had not reported any of his symptoms to her. The device system was used to deliver lioresal (2000 mcg/ml, 1400 mcg/day).